Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR. The stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. Stent strut row 4 from the proximal end of stent is lifted. Sent strut rows 13 and 14 are twisted and deformed. No issues with the balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 2.50 x 32 synergy stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.